Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that none of the batteries were working on the insulin pump. They received a low battery and replaced it but the insulin pump still had a battery with red icon. The customer¿s blood glucose level was 235 mg/dl. They had a battery failed alarm. Troubleshooting was performed. They received a replace battery alarm. The customer stated they receive frequent battery failed alarms. The alarm was cleared before inserting a battery. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms noted during testing or found at the downloaded pump history. Power management tool confirmed the unloaded voltage and loaded voltage were within specifications. However, main screen stayed on after battery removal due to corroded underneath battery bumper. The insulin pump was received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.